Event description:
It had been reported the lead was oversensing. The hcp was unable to pass a wire through the mid coil and the distal tip of the pace/sense portion. The lead was partially removed, capped, and replaced due to an apparent fracture. Additional information received reports the patient received shocks. The lead also showed oversensing, high impedance and four second pauses. No further patient complications reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead returned in segments.